Manufacturer narrative:
Device remains in pt, was not explanted. MFR site, MFR date, and 501k/PMA number cannot be determined without a part and lot number. Investigation could not be completed, no conclusion could be drawn. No device was returned, no part and lot number provided. Device history record review cannot be performed without a part and lot number.

Event description:
Pt in the prodisc c ide experienced this event post approval. Pt status post prodisc c implantation at c6-c7 on (B)(6) 2005. In april 2010, the pt reported burning sensation in right shoulder for 3-4 weeks. Pt denies any trauma, has difficulty sleeping, and describes the pain as moderate. Surgeon ordered physical therapy and prescribed flexerol.